Manufacturer narrative:
Internal complaint reference case- (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review with the reported part number concluded this was a repeat issue. A complaint history review with the reported batch number concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required based on the limited information provided we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Per case details, all of the anchor fragments were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a shoulder procedure, the doctor loaded the hckl with x 2 tapes to place as a lateral row anchor. The 5.5 healicoil tapp was used to prepare the bone. The doctor engaged the tip of the anchor into the bone and took the desired tension, he then attempted to mallet in the anchor, on the first hit the anchor shattered off the inserter and had to be retrieved from around the shoulder. We retrieved all of the anchor and used another in the same pilot hole without any issues. The procedure was successfully completed without delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
(B)(4).